Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the customer did not like bard leg bags. Per additional information received from the customer contact via phone on 26feb2020, the tubing on the drain bag kinked during use.

Event description:
It was reported that the customer did not like bard leg bags. Per additional information received from the customer contact via phone on (B)(6) 2020 the tubing on the drain bag kinked during use.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential failure mode could be ¿urine will not flow through tubing¿ with a potential root cause of "kinked tubing". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: directions for use: 1. Separate notches within circles. Put straps through holes and around leg 2. Position bag on leg with flutter valve at top. 3. Attach catheter or extension tubing to top inlet. When wearing bag below knee, attach bard extenstion tubing."